Event description:
It was reported that this pacemaker system exhibited low out of range impedance measurements and noisy signals for its right ventricular (rv) lead. The rv lead has been in service since 1988. Ts was consulted and recommended further in clinic examination using unipolar setting. This device remains in service. No adverse patient effects were reported. At a later date, this rv lead was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited low out of range impedance measurements and noisy signals for its right ventricular (rv) lead. The rv lead has been in service since 1988. Ts was consulted and recommended further in clinic examination using unipolar setting. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: initial reporter facility name (e1) in section e, initial reporter.

Event description:
It was reported that this pacemaker system exhibited low out of range impedance measurements and noisy signals for its right ventricular (rv) lead. The rv lead has been in service since 1988. Ts was consulted and recommended further in clinic examination using unipolar setting. This device remains in service. No adverse patient effects were reported.